Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: 4ml fluoride tubes collected in closed collections are not filling up to the indicated mark.

Manufacturer narrative:
H.10 correction : the initial MDR was a duplicate of MFR report #:9617032-2022-00800 and is therefore over-reported.

Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: 4ml fluoride tubes collected in closed collections are not filling up to the indicated mark.